Event description:
It has been reported that a versacross steerable access solution kit was selected for use for a watchman procedure indicated to treat a case of atrial fibrillation (a fib). During the procedure, the physician mentioned that as they were positioning the wire to non-boston scientific balloon the septum (with a 6x40 ultraverse hard balloon), the versacross rf wire began rolling back and would not allow for ballooning to occur. A new versacross kit (different device, different model) was then opened to replace the rf wire and the procedure was completed successfully. No patient complications reported. Product is available for return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.